Manufacturer narrative:
The reported event could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Evice not returned.

Event description:
It was reported that customer received multiple power source alerts despite using multiple cables. In addition, the customer stated that the pump battery gauge displayed a battery charge of 20%, and then increased to 100% without charging the device. Customer reported a blood glucose level of 157 (mg/dl) and delivered a correction with the pump. The customer indicated that pump would continue to be used for diabetes management.